Event description:
Device was implanted into the patient on (B)(6) 2011. In a follow up visit on (B)(6) 2012, x-rays showed the cable as being broken. There is no information if the device was removed or not.

Manufacturer narrative:
According to the patient, the device broke approximately one year after initial surgery. It is unknown if the device was removed from the patient. The device was never returned so therefore, no inspection of the implant could be completed. The DHR was reviewed and the product was manufactured to specifications. Pioneer surgical is still trying to get more information about this case, but up until now there has been very little information available. If new information becomes available pioneer surgical will update this report.